Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a button error alarm, the buttons were not responsive. There was a large vertical black spot on the screen. Customer's blood glucose was 242 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. However, using a test lcd board, all the buttons functioned properly and no moisture damage was found on the keypad traces. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.